Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that, the ring around the reservoir opening fell off. The blood glucose was unknown at the time of the incident. Customer advised to monitor pump and verify if the insulin vial is still secure. The device will not be returned for analysis.